Manufacturer narrative:
The insulin pump was received with a frozen screen due to a faulty connector on the interface board. A scratched lcd window was noted as well.

Event description:
It was reported that the customer dropped her insulin pump. The customer stated that the insulin pump had no signs of damage but when she replaced the battery, she heard a winding noise. The customer then stated that she replaced the battery again and the display was blank and the winding noise persisted. Nothing further was reported.